Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock. It was noted the pt was in the hosp at the time, and the pt had been sitting up in bed when the shock was delivered. A review of the episode showed low amplitude r-waves leading to t-wave oversensing. Therapy was programmed off for troubleshooting; the low amplitude signals were not able to be reproduced in any vector with multiple posture changes. A chest x-ray did not reveal any issues with the device or electrode. The sensing vector was reprogrammed and therapy was programmed on again. No adverse pt effects were reported.